Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device expulsion ("migration of the left essure device into the uterine cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), constipation ("constipation"), anxiety ("anxiety"), depression ("depression"), pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), insomnia ("difficulty with sleep"), urinary tract infection ("recurrent uti's"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, constipation, anxiety, depression, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, insomnia, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, bladder disorder, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion (confirming device dislocation), menorrhagia, dysmenorrhoea, urinary tract infection, constipation. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: the events abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, fatigue, weight gain, difficulty with sleep, urinary tract infection, bladder problems, urinary problems were added from pfs. Device expulsion added from mr. Reporters,medical history,lab data,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device expulsion ("migration of the left essure device into the uterine cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), constipation ("constipation"), anxiety ("anxiety"), depression ("depression"), pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), insomnia ("difficulty with sleep"), urinary tract infection ("recurrent uti's"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, constipation, anxiety, depression, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, insomnia, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, bladder disorder, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion (confirming device dislocation), menorrhagia, dysmenorrhoea, urinary tract infection, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure, device location of device: migration left into uterine cavity') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant, overweight, degenerative disc disease, spinal stenosis, bullae, asthma, emphysema, arthritis and bipolar disorder. Concomitant products included amitriptyline since 2015, buspirone hydrochloride (buspar) since 2012, celecoxib (celexa) since 2011, cyclobenzaprine since 2011, fluoxetine hydrochloride(floxetine) since (B)(6) 2013, fluticasone propionate (flovent) since 1994, hydroxyzine since (B)(6) 2013, lamotrigine (lamictal) since (B)(6) 2013, nabumetone (relafen) since 2015, oxycodone hydrochloride;paracetamol (percocet) since 2011, salbutamol (albuterol hfa) since 1994, tramadol since 2015 and ziprasidone since (B)(6) 2013. In (B)(6) 2012, the patient experienced dysuria ("bladder or urinary problems or changes painful urination"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), pain ("pain"), insomnia ("difficulty with sleep") and urinary tract infection ("recurrent uti's"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, constipation, anxiety, depression, pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, insomnia, urinary tract infection and dysuria outcome was unknown and the genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, constipation, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, insomnia, menorrhagia, pain, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion (confirming device dislocation), menorrhagia, dysmenorrhoea, urinary tract infection, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet received. Event bladder disorder was updated to dysuria. Event migration was clubbed to device expulsion and urinary tract disorder was deleted. Outcome of event genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain were updated. Concomitant drug, medical history, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), constipation ("constipation"), anxiety ("anxiety"), depression ("depression") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, constipation, anxiety, depression and pain outcome was unknown. The reporter considered anxiety, constipation, depression, device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.